Event description:
Caller reported a malfunction on the pump, which was identified by malfunction code malf 16-0x20e6. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.